Event description:
It was reported the patient was in the hospital with vomiting. It was noted the patient¿s device was on and her settings were as follows: 4.3 volts, pulse width of 330, r14, and cycling was on, 1 second on and 5 seconds off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient experienced a loss of therapeutic effect and had been admitted to the hospital for the past two weeks. It was stated they had ¿more and more¿ chronic symptoms. It was noted the patient had been ¿so sick¿ in the hospital for the past few years. The patient was having problems with eating, bloating, drinking, calcium balls, falling blood pressure, and they got the flu. It was thought that the flu really caused the patient to be sick and ¿caused everything to crash.¿ the patient got the flu two weeks prior. It was noted the patient was in a regular room and was slowly getting ¿everything together.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).